Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to on (B)(6) 2015 to upper abdomen using coolcore applicator, to inner thighs using coolfit applicator, and to lower abdomen using coolmax applicator who developed paradoxical hyperplasia (pah/ph) six months after treatment. Pah was diagnosed in the upper abdomen, lower abdomen, and inner thighs. The tissue presented as firm to touch and visible outline of where applicator were placed.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to on (B)(6)2015 to upper abdomen using coolcore applicator, to inner thighs using coolfit applicator, and to lower abdomen using coolmax applicator who developed paradoxical hyperplasia (pah/ph) six months after treatment. Pah was diagnosed in the upper abdomen, lower abdomen, and inner thighs. The tissue presented as firm to touch and visible outline of where applicator were placed.

Manufacturer narrative:
Additional correction removal numbers (h9): z-1346-2022 this is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.